Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's oxygen blending module board and active exhalation control module were replaced to address the issues. The device had physical damage consistent with being dropped.